Event description:
The clinician reports the implant was inserted (B)(6) 2010 in the patient's mouth. Details of surgery: immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, abscess, fistula and inflammation. No further patient complications were reported.